Event description:
It was reported that the threaded hole on a spacer was too small, preventing the mating inserter from attaching to it intra-oepratively. There were no reported patient impacts.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the DHR was unable to be located. Potential root cause: a definitive root cause cannot be determined with the information provided. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threaded hole on a spacer was too small, preventing the mating inserter from attaching to it intra-oepratively. There were no reported patient impacts.